Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers that would not stop. The blood glucose reading was 96 mg/dl. The customer stated that the light on the screen would not turn on when he pressed the back light button. He also reported that the act and down buttons were not responding. He stated that the device was near water but not in water. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.